Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad stopped responding and buttons hard to used. Customer stated that insulin pump had all the buttons are not responding. No harm requiring medical intervention was reported. Customer stated that they observe time clock for one minute to and time advanced. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.